Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch). Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether reprocessing was conducted according to the instructions for use. There was no physical damage at the place where the foreign material remained. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection." And the prevention methods in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited a stain inside the channel. It is unspecified when the issue occurred. There were no reports of patient harm.